Manufacturer narrative:
Initial reporter first name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup, the base of a prismaflex machine was observed to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was evaluated on site by a qualified technician who confirmed the reported problem. During evaluation, the qualified technician noted that the base of the device was faulty. It was determined that the problems were a collateral damage from the ruptured main base. The machine was pending for replacement. Should additional relevant information become available, a supplemental report will be submitted.